Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) was in an atrial arrhythmia, supraventricular tachycardia (svt). The device was interrogated and upon interrogation, found code 1004, code 1007 and the device battery depleting faster than expected. The device attempted to deliver a shock though the patients implantable cardioverter defibrillator (ICD) to treat the ongoing svt, but during attempt, code 1004 displayed, therefore, unable to deliver the shock. Subsequently, the patient underwent an external cardioversion to treat the atrial arrhythmia. Technical services was consulted and advised the device and right ventricular (rv) lead be replaced due to reported observations. Additional intervention has been performed to explant and replaced the ICD. The ICD was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
(B)(4) was used to capture the additional intervention required.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) was in an atrial arrhythmia, supraventricular tachycardia (svt). The device was interrogated and upon interrogation, found code 1004, code 1007 and the device battery depleting faster than expected. The device attempted to deliver a shock though the patients implantable cardioverter defibrillator (ICD) to treat the ongoing svt, but during attempt, code 1004 displayed, therefore, unable to deliver the shock. Subsequently, the patient underwent an external cardioversion to treat the atrial arrhythmia. Technical services was consulted and advised the device and right ventricular (rv) lead be replaced due to reported observations. Additional intervention has been performed to explant and replaced the ICD. The ICD was successfully replaced. No additional adverse patient effects were reported.